Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Subsequently, the device was returned for analysis.